Event description:
A ventilator was evaluated at the manufacturer's sales office for a routine check out procedure. The device was not in patient use. During check out procedure at the manufacturer's sales office, a low inspiratory pressure alarm condition occurred. The device's active exhalation control module needs replaced to address the issue.